Manufacturer narrative:
Device analysis: 2 empty syringes of 1.0ml received without cap nor needle. A crack is observed at the 3mm luer lock on both syringes.

Event description:
Healthcare professional reported they were "going to use 2 syringes" of juvéderm¿ voluma¿ with lidocaine however "at the moment of its injection, suddenly appeared a crack" at the connection between the syringe and the cannula, and "product extravasated." No injury was reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: method of use-posology ¿ "juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported they were "going to use 2 syringes" of juvéderm¿ voluma¿ with lidocaine however "at the moment of its injection, suddenly appeared a crack" at the connection between the syringe and the cannula, and "product extravasated." No injury was reported.